Event description:
During use of the device in a cardiopulmonary bypass procedure, the saw motor did not function. The saw motor was exchanged for another and the procedure was completed successfully. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.